Event description:
I used renu with moisture loc contact lens saline solution from around the end of 11-2005 through 12-24-05. I saw primary care physician who sent me to ophthalmoligist who referred me to cornea specialist who diagnosed a corneal ulcer caused by an aggressive bacteria. I took anti-fungal therapy and will require corneal transplant surgery. My vision in my left eye has been impaired by more than 50%. I have scar tissue from infection.